Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed and a simulated treatment was performed and completed without any failures or problems. The system air leak and the valve actuation tests both passed. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). Clinical review revealed there was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of peritonitis.

Event description:
A peritoneal dialysis (pd) patient called technical services for an unrelated reason and reported that he had an infection in his peritoneal cavity. During follow-up the patient's nurse confirmed the diagnosis of peritonitis that was treated with vancomycin and ceftazidime intra-peritoneal. The patient has improved and able to continue with pd therapy. The nurse reported the cause as the patient's lack of aseptic technique. Medical records show cloudy effluent and no growth.